Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Intuitive surgical, inc. (Isi) received voluntary medwatch user facility report mw5168270 stating: "upon closing of surgical site, small dark gray piece of material noted inside body, surgeon explored body cavity, found and retrieved small piece of robotic cannula seal that had broken off. Cannula seal and broken piece obtained and given to robotic clinician. Md and charge nurse aware."